Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The root cause of the extended charge time was an anomalous capacitor.

Event description:
It was reported that a capacitor maintenance timeout occurred in the device while still in the box. The device was not implanted.